Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the blood glucose was high and was exposed to moisture. The customer¿s blood glucose level was 560mg/dl at the time of the incident. The customer reported the pump was flashing red. She removed the reservoir from the pump and it was wet and assumed that's the reason the pump isn't working. He keeps getting a pump error alarm. The customer reported that the son woke with to the pump alarming pump error alarm and noticed pump was wet. The customer reported that there was insulin all over the outside of the pump when he woke up. O-ring inside the lip of the reservoir compartment was not missing. He keeps getting a pump error alarm of an error in the motor detected by reading unexpected value from hall sensor. The pump will not rewind. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.